Event description:
It was reported that during a stenting treatment procedure, tip separation occurred. Access was obtained via the femoral artery. Patient presented with an acute myocardial infarction. The lesion being treated was located in the proximal left anterior descending artery. The target lesion was predilated for 60 seconds at 6atms. A 2.75x24mm veriflex stent delivery system (sds) was advanced to the target lesion, however, the tip of the sds sheered off into the guide catheter. An apex balloon catheter was used to pin the tip of the device inside of the guide catheter and the devices were removed as a unit. The procedure was completed by implanting a 2.75x12mm veriflex stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device is combination product. Device evaluated by manufacturer: examination of the device revealed a complete separation of the midshaft adjacent to the guidewire exit notch. The appearance of the fractured ends of the midshaft may be consistent with separation due to tensile overload. The confirmed midshaft separation is consistent with a tensile fracture due to forces applied during manipulation of the device. Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).